Event description:
Dr (B)(6) in (B)(6) told me and others that he has not had pts with hip dislocations in the past 5 years. After using corin's ops technology, he said to me that he's had 3 dislocations and they were all ops pts. This concerned me as ops was apparently designed to mitigate the risk of dislocation.